Event description:
Reporter calling, stating his abbott implantable stimulator for back pain has failed. Reporter states the trial with the abbott device was successful, and due to this he had a permanent device implanted in "approximately (B)(6) 2022". Reporter states he began having problems with the permanent device "after about a month". Reporter states he went back to his doctor and several device adjustments were made spanning a period of many months. Reporter states that the plan was to proceed with an MRI (magnetic resonance imaging) to investigate the device leads regarding his ongoing problems with the device. Reporter states that the device was "unable to be put in MRI mode" and was subsequently explanted in "approximately (B)(6) 2023" and "returned to abbott". Reporter states he is frustrated that this device has failed and that he has to pay for a replacement. Reporter states he will be proceeding with a different implanted device in the future.